Event description:
It was reported that the right ventricular (rv) lead had gradually increasing and high pacing impedances. A fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-45 implantable pacing lead: (B)(6) 2007. (B)(4).